Manufacturer narrative:
(B)(4).

Event description:
It was reported that a catheter break occurred. A direxion fathom-16 system catheter was selected for a coiling procedure. During coiling, the outer shell of the catheter "suddenly" broke inside the mesenteric artery. The device was just pulled out. There was no additional intervention necessary. The procedure was completed with another microcatheter. Post procedure, the hemorrhage of the patient was managed. The patient is better now, but still in the ICU with sepsis.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a direxion micro-catheter. The shaft was microscopically examined. The device showed a break/fracture in the nickel shaft. The break/fracture was located at 49.5cm from the hub. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was further reported that there was not a non-sterility issue with the direxion catheter. The patient had a bleeding complication after pancreatic surgery. The sepsis was not associated to the interventional procedure.